Manufacturer narrative:
The device associated with this complaint will not be returned for evaluation. Since the device was not returned, physical investigation of the platform could not be performed and a root cause could not be determined. In the case the device is returned, the complaint will be re-opened to perform an investigation and supplemental report will be file. However, per customer (biomed) the console is currently in clinical use.

Event description:
During patient use customer experienced leaked saline on 3 systems and 3 suk custom luers. Two hours after the icy catheter was placed, fluid was observed on the floor and airtrap alarm message was noted on the console (B)(4) due to suk leak. Customer was unable to clear the airtrap error. Second system (B)(4) and new suk was used to continue the treatment. No patient harm or consequence reported on this event. Multiple attempts were made to retrieve additional information for the third system; however, were unsuccessful. System 3 of 3. For the first system see MFR 3010617000-2017-01202. For the second system see MFR 3010617000-2017-01203.